Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2024, it was reported by a facility representative via (B)(4) that two ar-9597-10, (B)(4) ar-9597-20, and (B)(4) ar-9676 angled reamer instruments are sticking. They occurred during use in a case with no patient impact.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676 batch 022004 was received for investigation. Visual evaluation noted no issues with the device. Functional testing with a good known, mating part, ar-9597-10, and found that the device experienced resistance when moving inside the shaft. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.